Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and dyspareunia had resolved and the menorrhagia, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) result bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: dysmenorrhea (cramping), dyspareunia, menorrhagia, bladder/urinary problems: vaginal discharge. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.